Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple temperature alarms and is unable to clear the alarm. Reportedly, the pump was exposed to extreme cold temperatures. The customer's blood glucose level was 220 (mg/dl). It was indicated that the customer will use manual injections as alternate insulin therapy.